Event description:
Consumer complaint of about high blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 150-200 mg/dl fasting. Verified the strips expire 06/28/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 85 mg/dl and 81 mg/dl fasting. Reviewed meter memory: 161 mg/dl, (B)(6) 2015, 08:16:00 am, fasting: yes; 145 mg/dl, (B)(6) 2015, 03:15:00 am, fasting: yes; 140 mg/dl, (B)(6) 2015, 03:50:00 pm, fasting: no; 156 mg/dl, (B)(6) 2015, 04:15:00 pm, fasting :no; 164 mg/dl,(B)(6) 2015, 03:15:00 pm, fasting: no. Customer stated she woke up around 1am with signs of having a sugar drop fatigue, sweaty and when she did a blood test it was 145 mg/dl. Customer was having difficulty reading time and date when going thru the memory. No adverse event reported.

Manufacturer narrative:
Internal report #: (B)(4). Returned meter evaluated with no defect found. Test strips not returned for eval. Most likely underlying root cause of malfunction: user had inaccurate reference.